Event description:
It was reported that the device never alarmed air-in-line and kept running even after the medication bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
Imdrf codes: imdrf annex e, imdrf annex f, imdrf annex b, imdrf annex c, imdrf annex d. Manufacturer narrative a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 31dec2020. The review was performed from the date of manufacture to the present date 09jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-53505 is a concomitant. Please refer to manufacturer report number 2016493-2021-53506 which captured the correct suspect devices per investigation report.

Event description:
It was reported that the device never alarmed air-in-line and kept running even after the medication bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device never alarmed air-in-line and kept running even after the medication bag was empty. Unknown if patient was impacted.